Manufacturer narrative:
Lot review: a review of lot number 54-685-y1 showed that (B)(4) units were manufactured, tested, inspected and released in july 2015 citing no anomalies.

Event description:
Complaint received regarding four 20120-01, spiros closed male luer, lot# 54-685-y1 (mfd. 07/01/2015). Report states, spiros came disconnected, chemo leakage. Unprotected chemo exposure reported. No serious adverse patient/clinician consequences reported.